Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation, the lead could not be advanced to the pulmonary artery over the tricuspid valve and due to premature ventricular contractions originating from the artery. This led to the helix getting extended in the right ventricular wall tendinae and the helix not able to extend nor retract. The lead was deactivated and remains implanted. New leads were implanted to replace the lead. No adverse consequences were reported.